Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context. Reportedly, due to the heavy calcification, the first prostyle was unable to advance over the guide wire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a heavily calcified right common femoral artery using a prostyle device after an interventional procedure with a 7f sheath. Reportedly, due to the heavy calcification, the first prostyle was unable to advance over the guide wire. The guide wire was replaced and shorter 7f sheath was used. A second prostyle device was inserted, but a cuff miss [suture retrieval issue] occurred. A new prostyle device was then used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.